Event description:
It was reported bd plastipak¿ luer-lok¿ syringe had the incorrect color on the device. The following information was provided by the initial reporter: " 1 unit of syringe with foreign needle (another measure). The green needle, which is the correct, and the red needle, which is the foreign."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary photos received for investigation. Upon visual inspection, mixed product and foreign matter identified as a machine part was observed in the packaging. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause for mixed product is associated with the mixing of the product due to a failure in the cleaning of the equipment. Possible root cause for foreign matter is associated with an operational failure for not having performed the proper cleaning after maintenance. H3 other text : see h10.

Event description:
It was reported bd plastipak¿ luer-lok¿ syringe had the incorrect color on the device. The following information was provided by the initial reporter: " 1 unit of syringe with foreign needle (another measure). ...the green needle, which is the correct, and the red needle, which is the foreign."